Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v014978, implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The patient¿s medical history was noted to include fibromyalgia, retention, and seizures. It was reported that about a year ago, the patient noticed that they weren¿t having therapeutic benefit from the implant. They were seen in the clinic for reprogramming at dates that the patient could not recall, and the healthcare provider told them that electrode impedances were off, and the lead was broken. The patient was scheduled for a lead and battery replacement, and on the day of the procedure, the manufacturer representative confirmed that all electrode combinations were out of range. The healthcare provider attempted to remove the lead, but it broke, fractured during the removal process, leaving the distal segment and four electrodes behind. A new lead was placed on the opposite side and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.